Event description:
It was reported that when using the bd pyxis medstation system, the ahu2 auxiliary 2.1, the whole drawer was not detected on bus despite multiple restarts. The customer reported that this malfunction occurred when a user trying to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus due to a loose connection of the row board cable. A field service engineer cleaned and reseated the row board cable headers, controller pins on drawers 2-1 and 2-2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.